Event description:
The integra sales rep reported on behalf of the user facility the following info: the evd systems had transducers pop off at the luer connection. All theree had to be replaced. The products were in contact with the pts, but no pt injury was reported.

Manufacturer narrative:
Add'l info has been requested from the user facility. The prod is not expected to be returned. An investigation has been initiated based upon the reported info.